Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of aneurysmal false lumen using one gore® tag® thoracic endoprosthesis. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, a post-operative follow-up imaging showed that the diameter of the aneurysm was 42mm. A type ii endoleak of unknown origin was reported. The physician elected to monitor the patient. On (B)(6) 2010, the patient was discharged. On (B)(6 )2010, three month follow-up imaging showed that the diameter of the aneurysm was 41mm. The type ii endoleak reportedly persisted. On (B)(6) 2011, six month follow-up imaging showed that the diameter of the aneurysm was 41mm. The type ii endoleak reportedly resolved. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 40mm. No issues were reported. On (B)(6) 2013, three year follow-up imaging showed that the diameter of the aneurysm enlarged to 46.6mm. It was unknown if any endoleak was present. Subsequent follow-up imagings showed that the diameter of the aneurysm further enlarged to 50.1mm. It was unknown if any endoleak was present. According to the cro in (B)(4), no further information is available.